Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from march 23, 2020 - march 24, 2020. H10: two (2) devices were received for evaluation. During visual inspection, fluid was observed inside the bags that contained the samples. When the units were removed from the bag, the cause of the fluid inside the bag was found to be an untightened red cap. The red cap is not a baxter product. Functional testing was performed by filling the device with green colored water. After fill and prime, to ensure the red cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the units were being monitored until the next day. The next day, no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were two (2) small volume folfusors were leaking from an unspecified location at the bottom of the device. The leaks were discovered during filling the devices prior to patient use. There was no patient involvement. No additional information is available.